Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the transfer set of the infusion set resulting in elevated blood glucose levels. The mother advised that the catheter is cracked. Replacing the transfer set solved the problem and the blood glucose levels stabilized.